Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering a bolus as intended. Customer's blood glucose (bg) level was 502 mg/dl. Customer administered a manual insulin injection and a correction bolus via the pump was delivered to address bg. Reportedly, customer continued using pump for insulin therapy.